Event description:
According to the info received, intraoperatively during chest closure, the pt experienced elevated st segement on electrocardiogram. The two connectors were removed and the anastomosed were completed with sutures. No add'l info was received, including the pt's current health status.